Event description:
It was reported to philips that the device's button is broken. The customer did not allege any device malfunction related to this report. There was no reported patient or user involvement and no adverse patient/user impact.